Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date the pump was programmed in the intermittent mode to delivery zosyn, every 8 hours, for a duration of 24 hours, and a kvo rate of 1ml/hr. No further programming parameters were provided. On the following day the homecare patient returned to the outpatient infusion services department for a new solution bag. It was then noted that, "one dose of 90ml left in bag," and the pump display, "showed all doses given." There were no reported audible alarms. There were no adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.